Event description:
The user advised the device alarmed "instrument malfunction" as intended when the device was in use. Biomed determined the unit was found to have no display and there was a hardware pressure error in the log. This pump has been repaired at the hospital twice in the last 5 months for this issue, in june the main board was replaced and the unit was calibrated. In august it came to biomed with no display, the main board was replaced again, this is the third time it has come down from the floor with a problem. Tech support referred the customer to quality assurance.